Event description:
The manufacturer received information alleging a ventilator failed a test step during testing and was alarming for a low inspiratory pressure alarm condition. The device was not in patient use. The device was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's sensor board to porting block tubing was found to be disconnected. The device's tubing was reconnected to address the issue.